Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd nexiva¿ closed IV catheter system there was no label or missing label information. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the print on the package was missing."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received two unopened units and two photographs which displayed packages that had no printed product information. The reported issue was confirmed. There is an automated vision system in place that inspects the products during manufacturing. The missing print most likely occurred as a result of human error during the manual inspection process. A device history record review could not be performed as the lot number is unknown.

Event description:
It was reported when using the bd nexiva¿ closed IV catheter system there was no label or missing label information. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the print on the package was missing."